Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure with the megapower generator, after activating the instrument using cut, the generator continued to activate after the doctor released the activation button on the instrument. The doctor had to power off the generator to stop the device from activating. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2018.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2019. Investigation summary: one megapower 1000 a generator was returned for evaluation. Functional testing found the generator does have an energy latching issue with mono-polar port a as reported. The generator is un-usable in this state. Due to the returned condition of the unit, no further testing will be performed as the unit was found to be non-repairable. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction. This unit has never been returned for service prior to this.